Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter on the reservoir. The device was filled with an unspecified amount of fluorouracil ¿half strength¿. There was no patient involvement. No additional information is available. A picture is available for evaluation.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a black mark on the reservoir of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.